Manufacturer narrative:
The reported extension fracture was confirmed. As received, microscopic inspection for extension "b " revealed all the wires were found fractured.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place wherein it was visually noted that the extensions were fractured. Hence, the extensions were explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.